Manufacturer narrative:
The customer reported a complaint that " upon powering on, the lifeband was retracted and the autopulse platform (sn (B)(4) displayed 3 unknown error messages ". Based on the archive review, the unknown error messages observed by the customer were user advisory (ua) 02 (compression tracking error), fault code 08 (motor controller fault detected), and (ua) 45 (not at "home" position after power-on/restart) error messages. The root cause of the(ua) 02 and fault code 08 was a defective drivetrain motor, likely attributed to the defective component. The root cause of the (ua) 45 was the driveshaft not being at the "home" position likely attributed to the user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection, unrelated to the reported complaint, observed the load plate cover was defected with a hole, affecting the watertight seal. The observed physical damage is unrelated to the reported complaint and appeared to be the characteristic of harsh impact as a result of user mishandling. The load plate cover will be replaced to address the observed physical damage. The archive data review showed user advisory (ua) 02 (compression tracking error), fault code 08 (motor controller fault detected), and (ua) 45 (not at "home" position after power-on/restart) error messages. The archive also revealed the platform had no active compression recorded around the report event date. The autopulse platform failed the initial functional testing due to (ua) 45 (not at "home" position after power-on/restart) error message displayed upon powering on. The lifeband straps were not pulled completely out before turning the device on, likely due to user error. The driveshaft was rotated to the home position to clear the (ua) 45 error message. The autopulse functioned as intended by triggering (ua) 45 when the driveshaft is not at the "home" position. The (ua) 02 and fault code 08 observed in the archive were not reproduced during the functional testing. Further testing of the autopulse platform revealed that the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The probable root cause of the device failing to achieve the take-up and not performing compression is related to the defective drive train motor. The drivetrain motor needs to be replaced to remedy the fault. Upon further testing, unrelated to the reported complaint, the load cell characterization test indicated that the load cell module 2 was under-reporting. The defective load cell module needs to be replaced to address the observed failure. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn 34980. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a patient in cardiac arrest. Upon powering on, the lifeband was retracted and the platform displayed 3 unknown error messages. Immediately, the crew reverted to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient expired. Per the reporter, the patient's death was not related to the autopulse platform.after the patient call, the customer tested the autopulse platform back at the station and the device displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message.